Event description:
It was reported that both the atrial and ventricular leads had increased/high impedance and intermittent capture. The ventricular lead was replaced, and the atrial lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.